Event description:
In incoming inspection at distribution, it was found that there was a foreign material (kind of fiber or hair) in the package.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.